Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned for analysis. Insulation degradation was noted at 5.6 cm from the connector pin. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.